Event description:
Complaint alleged - no knee up/down on right intermediate siderail from caregiver control. No injury reported.

Manufacturer narrative:
Tech found fluid ingress on right ucm board. Replaced ucm board to resolve this problem. Located bed in storage.